Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Pet owner reported the "scale markings" on the barrel were "smudged" before use. Stated, she could not see the numbers and she did not want to take a chance on drawing up the incorrect dosage. Lot: unknown, catalog: 328512, date of event: unknown, samples: yes. Samples will coming in with a related file, (B)(4) and replacement box is going out from that file as well. The consumer understands, we cannot replace the 8mm syringe. Cl. Vcoyne 23may2025. Update/additional information from u.s. Customer care. The consumer called back with lot number: 4023007. Also stated, the scale markings were missing from some of the syringes.